Event description:
It was reported to gems that when the table was in the horizontal position and when the tech went to move the tower, tech heard a loud noise and the spot film device (sfd) came down. There was a pt on the table. The pt sustained bruises to the nose and had to hold barium for approx 10 minutes due to the incident. Pt complained of abdominal pain. The pt was taken to ER and released the same day. The main head counterweight pulley was observed to be worn out.